Event description:
It was reported the patient had a pump implanted in 2010 and the pump was explanted and replaced in (B)(6) 2014. The patient experienced overdose symptoms. It was noted the catheter had good cerebrospinal fluid (csf) backflow. The medication in the pump and patient status was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).